Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit. The customer's biomed reported that the cardiologist had tightened the helium tubing and catheter connections, then observed normal function of the iabp unit. The iabp unit was returned to use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an unspecified gas loss alarm. There was no known harm or injury to patient and no adverse event was reported.